Manufacturer narrative:
On-site evaluation performed by a dräger service engineer revealed that the sensor for the monitoring of the piston pressure inside the ventilator exhibited a malfunction. The respective electronic pcb was replaced, the entire device was tested and calibrated and could be returned to use. Log file analysis performed by the manufacturer confirms the results of the initial expertise: approximately 1 hour after start of the automatic ventilation during the particular procedure the piston pressure monitoring was no longer available. The supervisor function of the software forced a shut-down of automatic ventilation, posted a corresponding alarm and switched to manual ventilation mode. The device was further used in this mode for 18 minutes until it was switched off. Dräger finally concludes that the device responded as specified upon the malfunction of a single component - to protect the patient from potentially occurring false output the mode was changed from automatic to manual ventilation and the user was alerted to this condition by a corresponding alarm. The other monitoring functions remain available to the full extent when such error condition occurs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for ventilator failure during use on a patient. The patient support was continued in manual ventilation mode until an replacement device was available. No patient consequences have been reported.